Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the instrument log for the fenestrated bipolar forceps instrument (pn# 471205-17 lot# k13220110-0703) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4) for a partial nephrectomy procedure. The instrument had 10 uses remaining after last use. There is no indication that the instrument was used in subsequent procedures after the alleged event reported in this record. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: it was alleged that during central processing, the fenestrated bipolar forceps instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the black insulation was damage and the wire was not completely broken on a fenestrated bipolar forceps. The instrument was check before use and it was fine. The procedure was performed with no injury to the patient and no delay. The damage was found prior to sterilization. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the cable was frayed. The black insulation was stripped/damaged without a complete break. It is unknown if the instrument tips collided with other instruments or tools, if there was thermal damage, if there was any cautery loss, nor if there was any arcing during the instrument¿s last use. The procedure was completed with a spare instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) found the primary failure of damaged insulation to be related to the customer reported complaint. The instrument was found to have damage of the conductor wire¿s insulation. The damage is located at the distal end. As a result, the internal wires are exposed. Electrical continuity was performed and passed. No thermal damage was observed. The probable root cause of this failure is attributed to a component failure. An additional observation that was not reported by the customer was also identified. Visual inspection was performed, and the bipolar yaw pulley was found to exhibit mechanical damage. No material appears to be missing. The root cause of this failure is attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.